Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with failed battery test on their insulin pump. The customer's blood glucose level at the time of incident was 143mg/dl. Troubleshoot was conducted and the customer was advised to clear the alarm prior to inserting new battery. The contacts in the battery cap were found to be damaged. A replacement battery cap is being sent out. The customer was advised to monitor device and call back if issues reoccur.